Event description:
The patient reported that she was hospitalized with hypoglycemia. The patient reported that at 2:40 am on (B)(6) 2011 the pump alarmed for an empty cartridge and she gave herself a correction a blood glucose of 296 mg/dl. At 5 am on (B)(6) 2011 the patient was reportedly found unconscious, ems was called and the patient was taken to the emergency room where the patient's blood glucose was 12 mg/dl. The patient was reportedly disconnected from the pump and treated and her blood glucose resolved to 157 mg/dl. The patient was reportedly placed back on the pump. Customer support reviewed the pump with the patient. The bolus history showed a 2.6 unit bolus on (B)(6) 2011 at 3 am. The prime history showed a prime of 4.9 units on (B)(6) 2011 at 2:58 am and a fill cannula step of 0.7 units at 2:59 am; the patient confirmed that she was disconnected during the prime. The total daily dose history was confirmed to be accurate. There were no associated alarms in the pump history. The patient reported that all programming was accurate; she reported that her pump educator made some settings adjustments since the incident. Customer support advised the patient that there was nothing to indicate a mechanical delivery problem with the pump. This report is made based on the allegation that the patient was hospitalized with hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.